Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6), 2026, senseonics was made aware of an incident where the patient complained of receiving a low glucose alert. The event happened in dec-2025, no specific date and time of incident was provided. The patient reported that the sensor glucose (sg) reading was 58-63 mg/dl, below the user-set low glucose alert threhold, whereas blood glucose (bg) value was 85-90 mg/dl. The patient did not treat themselves based on bg measurement.